Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, bypass tube took a lot of force to advance into sheath. Additional information stated that the device successfully closed the femorals despite the resistance of the bypass tube.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was deployed for closure. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance while attempting to advance the bypass tube into the sheath hub. The bypass tube required a lot of force to advance into the hemostatic valve of the manta sheath. The physician was able to complete the procedure with this device and successfully achieved closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.